Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed via the downloaded log files. A log file was extracted from the returned console (evaluated separately), and no s3 alarms were captured throughout the data. The motor was not returned for further analysis. The provided information indicated the console was exchanged to resolve the issue, and no adverse patient consequences occurred as a result of the exchange or the event. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the centrimag motor not being reported. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including system alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag had a s3 error that disappeared immediately. The nurse decided to continue using the console. However, a few hours later it started to emit the alarm again. A decision was made to use the console only for flow reading and not connect it to a motor. An instruction was given to take the console out of service and it was disconnected from the patient. No log files were available. The centrimag was swapped to resolve the issue. The patient did not experience any hemodynamic consequences due to the s3 error.